Manufacturer narrative:
Result: actuator box weldment.

Event description:
It was reported by service report that the fowler on the bed will not go up or down. No pt involvement or adverse consequences are reported.